Event description:
It was reported that the device was used during an laparoscopic cholectystectomy procedure. It was reported that the clips were malformed. Another device was used to complete the case. There was no consequence to patient.